Manufacturer narrative:
H3) the panel was returned unused but the package was opened. There was no issue with the returned component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's main cart monitor booted to a blank screen. The system's power button illuminates and the camera cart monitor displays normal video. The main cart monitor has a green light in the bottom right hand corner and changes to amber when pressing the softkeys. They tried to pull up monitor softkey menu but was unable to pull up the menu after several tries. They then noticed that the monitor was flicking in and out, briefly showing normal video. They reseated the hdmi cable on back of monitor and back of computer, symptoms persisting. They used external hdmi cable to connect monitor and computer, symptoms persisting. Plugged external hdmi cable into back of monitor and then into hdmi output on io panel, no change. The picture was displaying correctly on the camera cart monitor. The main cart monitor was completely blank (did not display "no video detected") but the orange led was on and turned green when the soft keys were pressed. They were able to view the software normally using an external monitor and external hdmi cable plugged into the I/o panel. They plugged the internal hdmi cable from the back of the computer to the camera cart monitor. After changing the input to hdmi, the camera cart monitor displayed "no video detected". They plugged the known working external hdmi cable from the back of the computer to the camera cart monitor and it still displayed "no video detected". They plugged the known working external hdmi cable from the back of the computer to the external monitor and no software was displayed. He then plugged the hdmi back into the I/o panel and the software displayed. Upon reinstalling the original legacy computer, the medtronic representative (rep) was able to take a known working hdmi cable from the back of the computer to the new main cart monitor and get video. The rep was getting a grub menu which was able to be resolved using the "fix" command. The rep performed multiple reboots and he continued to get video to the new main cart monitor. The rep will finish installing the original computer and new monitor then confirmed everything was still functioning properly. After installing the refresh computer with the necessary cables, the rep booted the system to find that the camera cart was displaying "no source signal" and the main cart monitor was still blank. After some time the camera cart monitor displayed "no video detected" and the main cart monitor continued its previous flickering and displayed "no video detected" when it was displaying video. The ethernet port on the single board computer section of the refresh computer did not display any lights even after reseating both ends. Technical services (ts) had the rep shut the system down, connect a known working external hdmi cable and power cable to new main cart monitor, and turned the system on. Booted up the system to see "medtronic" splash screen and running screen of text, but no flickering. The camera cart monitor displayed "no source signal." Ts had the rep put the old legacy computer back into system and booted system with new monitor plugged in using external hdmi. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, serial/lot #: -, ubd: , UDI#: ; product ID: 9735787, serial/lot #: -, ubd: , UDI#: ; product ID: 9735818, serial/lot #: 190326, ubd: , UDI#: ; product ID: 9736167, serial/lot #: -, ubd: , UDI#: ; product ID: 9736166, serial/lot #: -, ubd: , UDI#: ; product ID: 9735795, serial/lot #: 19281758, ubd: , UDI#: ; product ID: 9735764, serial/lot #: 2219f01323, ubd: , UDI#: h3, h6: the system was serviced in the field and the main cart monitor, inter-connect cable, and I/o panel were replaced. B01, c13, and d02 are applicable. H3, h6: products 9736403 and 9735787 were received by the manufacturer for analysis. . However, analysis hasn't been completed at the time of report. B21, c21, and d16 are applicable. H3, h6: product 9735764 was received by the manufacturer for analysis. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations are set correctly. The video capture card functions correctly. All display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing v9.1 the computer is fully functional, and did not experience any flickering to monitor, as per customer complaint. B01, c19, and d14 are applicable. H3, h6: product 9735795 was received by the manufacturer for analysis. Monitor was received with multiple cracks on the display due to impact damage. When monitor is powered on the monitor had no video on either the display port or the hdmi port. The power light showed green and was unable to enter in to the osd menu. Display was black/blank. B01, c07, c13, and d02 are applicable. H3, h6: product 9735818 received by the manufacturer for analysis. The returned I/o panel was replaced as part of a computer upgrade. There is no issue with this panel. B01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: product 9735787, lot number 19230171 was returned and analyzed. Analysis determined that there was no failure found. Codes b01, c19, and d14 apply. Product 9736403, lot number 2239f01629 was returned and analyzed. Analysis determined that there was no failure found. Codes b01, c19, and d14 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.